Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs found system fault (sf 182) indicating battery lost communication with the device. Performance testing was able to reproduce the device faults and confirmed the reported complaint. Review of the battery logs showed that the battery was not defective. The investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).

Manufacturer narrative:
The device is currently being returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for use, it had a battery fault and displayed error messages "unexpected restart", and "battery inoperable". The device was not in use when the fault occurred, therefore, there was no patient involvement.